Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and the use of the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between use of the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the patent¿s peritonitis was attributed to contamination by the patient. This is supported by the culture results of escherichia coli, part of the normal flora of the gi tract, which may colonize the upper aerodigestive tract and gu tract, and are widespread in the environment. Peritonitis with this organism probably results from touch contamination. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis in (B)(6) 2026 (date not provided). The patient was admitted to the hospital due to abdominal pain (date unknown). The patient¿s pd cultures were positive for escherichia coli. The antibiotic therapy was not provided. The cause of the peritonitis was contamination by the patient. The pdrn stated this patient has contracutres in her hands due to rheumatoid arthritis. This causes the patient not to be able to glove for treatment. The pdrn stated gloves are not required if the patient is doing their own treatment, but they must complete good hand hygiene. The pdrn evaluated the patient during treatment and noted she was not properly cleaning her hands according to instructions prior to set-up for treatment.